Manufacturer narrative:
Concomitant products: dtba1q1 crt-d implanted on (B)(6) 2018; 429888 lead implanted on (B)(6) 2018; 7121 lead implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.